Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Possibly done on different day. Pt has a heart valve replacement 10 years ago. Developed atrial fibrillation in september and had a cardioversion a few months ago; started atenolol about that time. He also takes lovastatin and lisinopril. Coumadin dose had been adjusted frequently since starting the atenolol, as it seems to be making his inr fluctuate more easily.